Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 76954 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 76954 was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes weren't filling properly. No serious injury or medical intervention reported.